Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bent infusion set cannulas and mentioned that they also experienced high blood glucose levels. The customer stated that they experienced a high blood glucose level of 427mg/dl the first morning after discovering a bent cannula and replacing. The customer was assisted with bent cannula troubleshooting. The customer's blood glucose level of 402mg/dl the morning of the call. The customer declined troubleshooting for the high blood glucose readings. The customer found to be following suggested insertion and site preparation methods. The customer was reporting a past event and already changed the infusion set. No product will not be returned for analysis.